Event description:
During the second unit of blood transfusion, the pump was stopped to evaluate alarm for air in tubing. The tubing had been adjusted several times for previous alarms. The tubing adjacent to mechanism was not the same part of tubing. As door opened, blood ran out of tubing adjacent to roller/pumping mechanism of pump. The tubing was replaced and transfusion continued. There have been no further instances of this happening.